Manufacturer narrative:
Concomitant medical products - model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing and increased sensing integrity counter (sic). The low voltage, pace/sense portion of the lead was capped and replaced. A new pace/sense lead was implanted while the high voltage portion of the original lead remains in use. No patient complications have been reported as a result of this event.